Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned partially cycled with a clip jammed between the top shroud and the jaws. The clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the trigger was forced to open, then the device was cycled and the clips were not properly fed into the jaws causing the clips to jam. The clips were caught between the jaws and top shroud due to the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were feeding sideways when coming out of the device after the third firing. They used another device to complete the procedure. The device did not require force to fire; there were no clips or staples present in that area. No noises were reported. The surgeon was the one that fired the device during the procedure. They stated they did assemble it correctly. No patient consequence.